Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. Basal rate was adjusted to 2 u/hr throughout the entire day except for times that insulin delivery was stopped. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low and as a result the customer started having vision problems. The customer was bought to the emergency room and was provided food and soda. The customer was also treated with intravenous liquid sugar. The cause of the low bg was not known and the customer discussed adjusting the bolus setting on the pump to prevent future low bg level. After a few hours, the customer left the ER in stable condition; however, the bg level was 500 mg/dl. As the customer was not connected to the pump during the ER visit, the bg elevated. The customer completed the loading of the pump and insulin delivery was resumed. A corrective bolus was delivered to address the high bg.